Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead had been showing an increase in pacing impedance values to high, out of range. The values were consistently high, out of range since that moment. There was also noise over sensing observed at the pace/sense channel, but an intrinsic rhythm was observed throughout. The shock impedance was intermittently high, out of range on dally measurements. Furthermore, intermittent capture was observed at maximum output. An rv lead issue was discussed as the noise and consistent out of range impedance measurements, linked to the system implant dates suggested this. The ICD and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5156081.